Event description:
ICU medical rio devices are coming to us contaminated. We are quarantining affected lots and moving to other lots. However, we are getting more and more affected lots. So far, lots 14514203, 14512678, 14419545,4439241, 144426623, and 14571578. I have added couple of pictures. Deteriorated/outdated product. Manufacturer product quality issue. Patient code: 4580. Device code: 2895, 1506, 2988. (B)(6). Reference report mw5185088, mw5185089, mw5185090, mw5185092, mw5185093.